Event description:
The customer reported that the patient had undergone a renal rf ablation procedure without any complications. Upon removal of the grounding pad, an area of redness was noted on the patient's thigh. The following day it was noted that the red area was blistered. Four grounding pads were in use for the procedure.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.